Event description:
It was reported that during the change of dressing, the nurse noticed that the clamp on the venous line was broken. A clamp was placed in addition, pending the removal and replacement of catheter. The catheter was placed (B)(6), 2009.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.